Event description:
Event description guidant received information that this ventricular lead was explanted due to dislodgement, which was revealed through loss of capture and sensing. It was noted that the patient was upgraded to a internal cardioverter defibrillator during the same procedure.